Manufacturer narrative:
On 8/6/2020, ticket numbers (B)(4) were generated by the FDA due to acknowledgements issues on establishment registration (B)(4) filings received in before the 30-day filing requirement. FDA has not resolved this issue. There is an instruction that states, "this pad is not to be used on or by an invalid, a sleeping or unconscious person, a person with diabetes, or a person with poor blood circulation or insensitivity to heat, or a person incapacitated by medication" and consumer failed to perform that instruction. Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleges having pancreatic disease. Consumer alleges laying against the heating pad while in her bedroom and received burns on her right thigh and buttock. There was not a report of property damage with this incident.